Event description:
The recipient reportedly experienced dizziness with device use. The recipient was a non-user of the device. The recipient's device was explanted. The recipient was not reimplanted. The recipient is doing well.

Manufacturer narrative:
The recipient's device was explanted for medical reasons.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.